Event description:
It was reported that the battery and patient cable voltages were below normal parameters. This may indicate that the controller leads were worn and the controller required replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery and patient cable voltages being below parameters was confirmed via the submitted log files. The heartmate ii pocket controller was not returned for analysis; however, log files were submitted. The submitted log file contained data spanning approximately 2 days ((B)(6) 2022 per the timestamp).the log file captured intermittent lower than expected bus voltages while connected to battery power. The bus voltages measured as low as 12.9 volts. The expected bus voltage when connected to battery power should measure approximately 16 volts. Pump speed was not affected by the lower than expected voltages. Additionally, the submitted log file contained data spanning approximately 2.5 days ((B)(6) 2022 per the timestamp). The log file captured intermittent lower than expected bus voltages while connected to battery power and the power module. When connected to battery power, the bus voltage measured as low as 13 volts and when connected to the power module, the supply voltage measured as low as 14 volts. The expected supply voltage when connected to battery power should measure approximately 16 volts and should measure approximately 14.4 volts when connected to the power module. Additionally, when connected to the power module, the rsoc voltage measured lower than expected values, measuring as low as 13.8 volts when both power leads were connected. The expected rsoc voltage when connected to the power module should measure approximately 14.4 volts. Pump speed was not affected by the lower than expected voltages. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the heartmate ii system controller, if the controller was exchanged, if any other troubleshooting was performed, and if any product will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.